Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that in the past couple of months he has had at least 2 leaking cartridges. The pt claimed that in the past 3 days he has had elevated blood glucose (bg) readings in the 300 to 400 mg/dl range. The pt claimed he had symptoms of frequent thirst, increased urination, blurred vision, and irritability at the time of the high blood glucose excursion. The pt reported that his bg would come down to normal after he changed out site/set. The pt denied seeking medical intervention. At the time of troubleshooting, the pt claimed he smelled insulin but only noticed the leakage 2 or 3 times. The pt confirmed all pump settings were correct and boluses completed. The pump's time and date were set correctly. This complaint is being reported because the pt reportedly developed symptoms suggestive of hyperglycemia after the issue began.